Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a minimally invasive right robotic laparoscopic lobectomy procedure, the surgeon clamped on the lung parenchyma, pressed the green button, heard a click, and tried to fire the device but the device would not fire. A new handle and reload were opened to complete the case. There was no patient injury. Cancer patient.